Event description:
Material no. 309701, batch no. 8256581. It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there were eleven issues. Six were found with different types of foreign matter contaminants, four had missing plungers, and one was found with a scale marking issue. The following information was provided by the initial reporter: I am the quality assurance specialist we have discovered eleven issues from the last six months of this year. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants. Four empty 1ml bd syringe -slip tip in tray were found without plungers in the syringes barrel. One empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect.

Manufacturer narrative:
H.6. Investigation: one loose 1ml syringe was received and evaluated. It was observed there was a brown foreign matter substance outside the fluid path, attached to the bottom of the plunger rod near the stopper. It appeared to be oil and was larger than level 3 in size, which was rejectable per product specification. The plunger rod was from mold c-220 cavity 51. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the molding process. The oil found on the syringe is most likely oil from the molding machines used for lubrication.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 309701, batch no. 8256581. It was reported that before use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there were eleven issues. Six were found with different types of foreign matter contaminants, four had missing plungers, and one was found with a scale marking issue. The following information was provided by the initial reporter: I am the quality assurance specialist we have discovered eleven issues from the last six months of this year. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants four empty 1ml bd syringe -slip tip in tray were found without plungers in the syringes barrel one empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect.